Event description:
During a coil embolization to an aneurysm between the vertebral artery and posterior inferior cerebellar artery, the delivery tube of the dcs got stuck in the noncordis excelsior 1018 / boston microcatheter (mc) soon after the insertion. It happened outside the patient (because it happened when the physician was confirming whether the delivery tube could pass through the mc smoothly or not). The delivery tube was withdrawn from the mc. After that, the physician used 3 other dcs coils with the same mc in the patient and completed the procedure successfully. This product was not used clinically. Further review of the analysis performed on the returned product determined that there was a reportable product malfunction that was not evident from the information provided by the customer. The coil was received stretched.

Manufacturer narrative:
One non-sterile dcs coil was received coiled. The coil was attached to the gripper. The proximal part of the coil was stretched and kinked. No other visual anamolies were noted. The involved microcatheter was not received. The outer diameter of delivery tube was measured and it was found within specification. No functional test could be performed due to received condition. The manufacturing records for the involved lot were reviewed and results indicate that product met quality requirements for product acceptance. Inspections are in place to prevent damaged coils before leaving the facility. In order to maintain lubricity of the inner lumen of the microcatheter, the IFU instructs that a continuous fulsh must be maintained. The flush rate must be monitored after introduction of other products into the microcatheter to ensure that an adequate flush is maintained. It is not known if this procedural factor contributed to the resistance encountered with insertion of the orbit coil into the microcatheter. The compatibility with the noncordis mc has not been established. It is possible that procedural factors may have contributed to the event, but the reported failure could not be confirmed. The cause of the kinked and stretched coil could not be conclusively determined, but likely occurred as a result of the resistance encountered in the mc.